Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was having issues with getting the pump filled and cared for. The pump hadn't been filled since (B)(6) 2017, and the pump was beeping at the time of report. No patient symptoms were reported. It was unknown what factors might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting were performed. The pump was scheduled to be explanted on ¿(B)(6) 2018¿. The pump would not be replaced. The issue was not resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the pump was explanted on 2018-mar-26. The cause of the pump alarm was not officially determined, and the pump would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a representative. The pump had an alarm because it was empty. No further complication was reported.